Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after updating their phone's operating system, the adc application ceased to operate properly. The customer reported that due to this they became hypoglycemic, requiring unspecified treatment from partner. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Smartphone compatibility with the use of freestyle librelink and freestyle libre 2 apps the device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after updating their phone's operating system, the adc application ceased to operate properly. The customer reported that due to this they became hypoglycemic, requiring unspecified treatment from partner. There was no report of death or permanent injury associated with this event.